Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the process of this complaint attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue.